Manufacturer narrative:
(B)(4). D10: cat#: 110024462, lot#: unk g7 dual mobility liner 40mm d. Unk competitor stem. Unk competitor head. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, at approximately one year and two months postoperatively, imaging revealed a rare finding in which the outer head had dislocated relative to the inner head. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were update/corrected. Updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. A definitive root cause for the reported disassociation cannot be determined, however as there was a competitor stem and head used with a zimmer dm liner and bearing it is unknown if this caused or contributed to the reported event. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.